Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked battery door, scratched lens, and a peeled dso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. A visual inspection and functional test were performed and the reported issue was duplicated. The air detector was tested with a 50 ml cassette and found that device was unable to read "pass". The cause of the reported issue was due an inoperable air detector. As a result, the air detector was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited an air in tubing alarm and needed to be primed. Following priming, no air was present and the pump continued to displayed the same message. It is unknown if there was patient involvement, no adverse patient effects were reported.